Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2016 with the following findings: a review of the pump¿s black box showed the last basal delivery was on 03/25/2016; the black box data from event date was found to have been overwritten. During investigation, all of the keypad buttons were found to respond appropriately. During testing, 10u normal and 10u audio test boluses were correctly delivered and recorded with no ¿delayed response time: or warnings occurring. The complaint of delayed response time was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had a delayed response time. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of the unspecified pump response issue.